Event description:
Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Patient (pt) stated the original issue that they could not get their device to come on and when they would get it on, the stimulation would be too high. The patient was sent out a new device (patient programmer antenna) and it turned out to the be the cord causing this issue. This issue has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97740 lot# serial# (B)(6) implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. No new information. Pt mentioned just spoke with scs agent in case (B)(4) regarding getting device replaced due to it not going up and down. Pt had another question regarding this.reviewed role of ps ph agent and offered to transfer pt to scs agent, but pt declined and stated they did not have time.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt said their ins was not working properly. Pt said their ins had shut off and they were able to get the stim turned back on (was at 1.7) however, they were not able to turn it up or down because the buttons on the patient programmer were being unresponsive. Pt said they had tried taking the batteries out of the programmer for 10 minutes and had also tried new batteries which did not resolve their issue. Pt said it was kind of painful because the stimulation was too high and they cannot get it turned down or turned off. An email was sent to the repair department to replace the device. Pt said they thought it was the ins causing the problem until the programmer buttons became unresponsive, so they have an appt scheduled with the rep for next week. Reviewed that if the programmer replacement does not resolve the issue, they should continue to follow up with their rep. Pt called back saying they got their new pp, but it still would not acknowledge their ins; pt confirmed they would see poor communication screen. Pt then repeated information already documented in this case about stim being high and ins turning off and said they tried their old pp again once the new pp wouldn't work and was able to connect. Pt confirmed they use the pp antenna. Had pt use the pp without the antenna and pt was able to connect to the ins. Reviewed how to use pp without antenna in the meantime and emailed antenna replacement to repair.